Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient with diabetes had issues with tubing breaking off site and wanted to resume insulin delivery with current supplies by just changing the tubing. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved.